Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon ruptured. A 3.00 x 12 mm maverick2 monorail percutaneous transluminal coronary angioplasty (ptca) catheter was being used to treat the 90% stenotic lesion in the calcified and tortuous mid to distal right coronary artery (rca). The balloon was inflated at 8 atmospheres (atms) on the first and second inflation. The balloon was ruptured at 8 atms on the third inflation. The procedure was completed with another of the same device. There were no patient complications or injuries reported. The patient status is listed as good.